Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringes. The customer was mentioned motor error alarm were recurred. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed for motor error alarm. Customer was assisted with displacement test and test was failed. The device will be returned for analysis.